Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The pump was not resettable, and a replacement was arranged by technical support. As the pump was out of warranty, the caller declined an out-of-warranty loaner pump and opted to use multiple daily injections (mdi) to ensure continuous insulin delivery.